Manufacturer narrative:
The reported event occurred sometime in (B)(6) 2016. Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard blood set was leaking due to unsealed joints. It was not specified as to when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During leak testing, the spike disconnected from the bushing of the chamber. Visual inspection on the chamber bushing revealed small traces of solvent indicating that the spike was initially inserted inside the bushing and the end of the bushing was slightly twisted inwards. The reported condition was verified and attributed to the lack of solvent application at the spike to chamber junction. Control measures such as in-process testing and product testing are already in place to mitigate this failure mode. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water leak pressure testing was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.